Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative noted that the system turns off after a minute or two. They replaced the x-ray batteries. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that when the unit is powered on, it turns off without warning. There was no patient present when this issue was identified.